Event description:
It was reported that the oasys screw 4.5x24mm screw stripped when removing the implant. The stripped screw was replaced with another oasys 4.5x24mm screw

Manufacturer narrative:
Method: complaint history review; risk assessment.results: the customer reported event of the head stripping of an oasys polyaxial screw non biased during device removal was confirmed via stryker representative. The device was not returned. The possible causes are too much torsional force for removal likely caused by hard bone quality and/or improperly prepared screw hole prior to insertion. However, these factors could not be confirmed.conclusion: the root cause of this issue could not be determined due to the absence of the device and lack of information.

Event description:
It was reported that the oasys screw 4.5x24mm screw stripped when removing the implant. The stripped screw was replaced with another oasys 4.5x24mm screw.